Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was not charging properly. After additional time charging, battery charged as "normal". However, the next morning battery depleted to 8%. Customer continued to use pump for insulin therapy. Customer's blood glucose was 326 mg/dl.